Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not registering the correct breath rate. No patient harm was reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer. To date, no response has been received and the customer has not called for further assistance.